Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It was reported by the surgeon that a patient was implanted with codman hakim programmable valve and bactiseal catheter. The patient reported issues with headaches and wanted the valve to be explanted. The surgeon stated she did not believe there to be an issue with the valve. The valve was explanted and replaced with a non-codman valve. During the surgery the surgeon tested the valve and confirmed there was no blockage or reduced flow. An occlusion was found in the peritoneal catheter during the procedure. A piece at the end of the catheter was cut off and the surgeon confirmed that flow was good. The catheter was not removed. There was no reported adverse outcome for the patient or delay in surgery.

Manufacturer narrative:
The valve was not returned for evaluation and the catheter remains implanted. Therefore, it is not possible to evaluate the devices. A review of the manufacturing records was performed. No discrepancies were noted prior to the device being released to stock. The surgeon stated that the valve was tested and no issues were found, and the catheter was adjusted and remains implanted. However, without the devices for review, the cause(s) of the difficulty reported by the customer could not be conclusively determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2015-10527 for information regarding the second device involved in the reported event.